Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered multiple inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. There was also a possible aberrancy on one episode. No additional adverse patient effects were reported. According to additional information from the field representative, all therapies were disabled for hospice care as the patient was experiencing end-stage esophageal cancer. The patient is now deceased (with no relation to the device) and the device was explanted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered multiple inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. There was also a possible aberrancy on one episode. No additional adverse patient effects were reported.